Event description:
The sales rep reported on behalf of the customer that during a routine checkup after a short gamma nail implantation, the patient complained of pain in the upper leg. X-rays were taken and it was observed that the gamma nail had fractured. Date implantation: (B)(6) 2014, control: (B)(6) 2015: patient was not having any pain or complaints, after this control patient was very active, walking up to 12 km, cycling up to 60 km. During control on (B)(6) 2015: a patient says that he has pain since 3 weeks. An additional operation was performed to remove the fractured nail and to place a new, long gamma nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. Mechanical damages ¿ drill marks ¿ and scuffed off coating at the lateral edge of the anterior bridge had been caused by contact with the step drill. Such damages cause additional notch effects. Referring to the topography of the breakage surface of the bridges ¿ lines of rest running from lateral towards medial and missing plastic deformation ¿ it was concluded that the nail broke in fatigue manner after an implantation period of nearly 3 months. Significant material deformation of the inferior edge of the proximal drill hole at medial identified high axial load application. This was confirmed by surface deformation / damages on the lag screw and on the locking screw. It had been reported that the patient was very active post-operatively within the first weeks. Thus, the found deformations cannot be named unusual. As received x-rays were undated and because of missing operation reports a medical review seemed not being reasonable. From technical point of view no unusual observations were made on x-rays. In this case most likely material damage ¿ caused intra-operatively ¿ contributed by high load application had led to the event. It could not be excluded that unfinished / partial bone healing after only a few weeks caused the nail to transfer / absorb the whole high load application resulting in early fatigue breakage. According to available information a more precise state statement was not possible from technical point of view. In case relevant information becomes available we reserve the right to update the investigation and to change the root cause. A deficiency of the nail was not verified.

Event description:
The sales rep reported on behalf of the customer that during a routine checkup after a short gamma nail implantation, the patient complained of pain in the upper leg. X-rays were taken and it was observed that the gamma nail had fractured. Date implantation: (B)(6) 2014, control: (B)(6) 2015: patient was not having any pain or complaints, after this control patient was very active, walking up to 12 km, cycling up to 60 km. During control on (B)(6) 2015: a patient says that he has pain since 3 weeks. An additional operation was performed to remove the fractured nail and to place a new, long gamma nail.